Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 12-15x3.0mm, eccentric and the de novo target lesion was located in the calcified right coronary artery (rca). A 6fr 3.5 non-bsc guide catheter was used and a non-bsc guide wire was advanced to cross the crook rca. Pre-dilation was performed with a 3.0x15mm emerge balloon catheter at 16 atmospheres for 10 seconds. A 3.00 x 20mm synergy ii drug-eluting stent (des) was advanced but failed to cross the mid rca. The device was removed and pre-dilation was again performed with the same 3.0x15mm emerge balloon catheter at 16 atmospheres for 20 seconds but the stent still failed to cross. When the device was removed, it was noted that the proximal stent struts was flared. A 3.0x12mm synergy des was implanted and post dilated with good opposition and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 12-15x3.0mm, eccentric and the de novo target lesion was located in the calcified right coronary artery (rca). A 6fr 3.5 non-bsc guide catheter was used and a non-bsc guide wire was advanced to cross the crook rca. Pre-dilation was performed with a 3.0x15mm emerge balloon catheter at 16 atmospheres for 10 seconds. A 3.00 x 20mm synergy ii drug-eluting stent (des) was advanced but failed to cross the mid rca. The device was removed and pre-dilation was again performed with the same 3.0x15mm emerge balloon catheter at 16 atmospheres for 20 seconds but the stent still failed to cross. When the device was removed, it was noted that the proximal stent struts was flared. A 3.0x12mm synergy des was implanted and post dilated with good opposition and the procedure was completed. No patient complications were reported and the patient's status was stable.